Event description:
It was reported that the device was used during a low anterior resection. The device fired and cut but did not staple. There were no staples present in the patient. The surgeon notice and restapled the anastomosis with a different device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional questions asked: how was the procedure performed? Unk. What type of anastomosis was created? End to end. What stapling technique was used? Unk. If (single or double), which purse-string suture was used? (Hand-sewn or suture clamp): unk. What other devices were used for transecting and/or closing otomy? Unk. Was the sale rep present? No. How long has the surgeon been using this device for this procedure? 5+. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? Unk. Was the person firing the device an experienced ees circular user? Unk. Was the or staff experienced in preparing the ees circular device? Unk. Was there a recent conversion to ees devices in this account or this surgeon? No. Is there any additional information you would like to share relative to the issue? No staples could be found in the patient after the firing. There was no leak/bleeding reported. Everything looked good after the anastomosis was completed with second device. What is the patient's present condition? Stable. Is a pathology specimen available? No. How did you confirm the anvil was secured to the trocar? Unk. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, ect.)? Unk. Was more than one firing stroke required to hear the crunch? Unk. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unk. Were any unexpected noises heard? Unk. If yes, when during the firing stroke? Na. Did firing handle/trigger return to its original (pre-fired) position without intervention? Unk. Was the breakaway washer completely cut through? Unk. Were malformed staples observed? No. If yes, where and what did the staple form look like? Na. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.